Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed multiple falsely elevated magnesium results while using the architect c4000 analyzer. The following data was provided. (B)(6) initial (tested (B)(6) 2018) 1.541 mmol/l, repeat (tested (B)(6) 2018) 0.533 mmol/l, repeat (tested (B)(6) 2018 0.561 mmol/l during analyzer inspection, the customer found the r1 probe was bent and the r1 mixer blade coating was chipped. No adverse impact to patient management was reported.

Manufacturer narrative:
Complete internal decontamination of the instrument was completed on 01/11/2019 at which time the customer initiated magnesium testing and monitoring of magnesium results. There have been no additional discrepant magnesium results reported on (B)(4). Since the instrument decontamination. Although a single likely cause for the issue could not be identified, the instrument decontamination was the last troubleshooting performed by field service. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.